Event description:
The hospital reported that the tip of the cleaning brush fell off into the bronchoscope during cleaning but went undetected by hospital personnel. When the bronchoscope was used during a procedure, the tip of the brush came out of the scope and fell into the pt's lung. The piece was retrieved with a biopsy forceps and the procedure was completed without any complications. The scope is still in use since it was determined by hospital personnel that the scope was not the cause of the problem.